Event description:
It was reported that there was an event of high lead impedance of the right ventricular (rv) lead. The right ventricular (rv) lead was capped, and a replacement was implanted on (B)(6) 2025. The patient was noted as stable.